Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system messages displayed" (device displays error message); "cassette was not accepted by the surgical system" (device operates differently than expected). A customer reported receiving system messages during surgery. Also, the cassette was not accepted by the surgical system. The system was rebooted and then functioned normally. Additional info was requested. Additional info received from a company rep indicated the system messages were received during surgery.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).